Manufacturer narrative:
Additional information: patient information has been added to section a.

Event description:
Information was received indicating that a smiths medical cadd pump delivered only 1/3 of the bag of nutrition without an alarm. No adverse effects were reported.